Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medwatch 2 of 2 (reservoir): 3004209178-2011-80958.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 567 mg/dl. The customer's wife stated that after the event, the customer was changing his infusion set when he noticed insulin inside the reservoir chamber. The customer's wife further stated that the customer noticed that the leaks were past both o-rings. Nothing further was reported.